Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the hours after the implant procedure, the patient was treated for a pericardiocentesis as a result of an effusion of blood in the pericardial sack. The patient was stabilized and was ok. The patient deceased on (B)(6) 2014.